Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported during use of the abbott diabetes care (adc) device. The customer received a mix of unspecified high and low sensor scan results and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced feeling really hot and lethargic, feeling dehydrated, getting really cold at times, and feeling weak, lightheaded, and barely able to talk. The customer was able to self-treat with burritos, bread, soda, and a few different meals, as well as insulin (1.71 units). There was no report of death or permanent impairment associated with this event.